Event description:
It was reported that during a robotic laparoscopic radical prostatectomy with lymphadenectomy procedure, the image was temporarily lost across all displays, including the surgeon console, tower, and secondary monitors, resulting in a black screen. Subsequently, the endoscope generated an error indicating a frozen image. After the connections between the extension cable and the endoscope cable were checked and secured, the image was fully restored. The procedure then continued without further incident. There was no patient injury. No negative impact in state of health reported.cross reference MDR: 9610617-2026-01610,9610617-2026-01611,9610617-2026-01613.

Manufacturer narrative:
The affected device will not be returned to manufacturer for evalaution. The device remains in use at user's facility. The investigation will be performed by a designated karl storz employee, investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).cross reference internal complaint ID:(B)(4).